Event description:
As part of a legal complaint, it was reported that, on (B)(6) 2021, four days after undergoing a da vinci assisted sleeve gastrectomy and hiatal hernia repair in which a sureform 60 stapler instrument was used in combination with blue and green sureform 60 reloads, a patient returned to the hospital ¿in septic shock due to a gastric sleeve leak.¿ according to the complaint, during the initial procedure on (B)(6) 2021, there were ¿no noticeable defects or bleeding and [the gastric sleeve] was oversewn with sutures, incorporating the omentum into the suture line. Prior to closing the incision, the abdominal cavity was irrigated copiously, and hemostasis was rechecked and confirmed.¿ the patient¿s postoperative course was described as ¿uncomplicated,¿ and the patient was reported to have been ¿discharged home in good condition on (B)(6) 2021, the day after surgery.¿ subsequent to returning to the hospital on (B)(6) 2021, the patient reportedly underwent several procedures, including ¿a diagnostic laparoscopy converted to open exploratory laparotomy with repair of a leak from the upper part of the gastric sleeve, placement of a graham patch, and small bowel resection and anastomosis.¿ ¿during the open surgery, an abscess was detected in the upper abdomen. Upon further dissection and irrigation of the abscess, a 4mm leak was discovered at the beginning of the stomach staple line. This perforation was copiously irrigated and cleaned, then repaired with sutures, fibrin glue and an omental flap. Drains were placed superiorly and posteriorly to the repair site. The portion of open staple line was the only area of spillage identified in the abdomen during the procedure.¿ ¿the following day, on (B)(6) 2021, [the patient] began experiencing increased abdominal cavity pressure. [The patient] was diagnosed with abdominal compartment syndrome and underwent another exploratory laparotomy, this time with peritoneal lavage and placement of an abthera dressing. [The patient] required repeat open surgeries on (B)(6) to replace the abthera negative pressure device. On (B)(6) 2021, [the patient] was re-opened again for another laparotomy with abdominal washout and the placement of both an abra wound closure system and a wound vac device¿. The legal complaint further alleges that prior to being discharged on (B)(6) 2021, the patient ¿had another exploratory laparotomy after a CT scan showed the possibility of a small area of leak in the left lung arising from the transverse colon. Intraoperatively, a small abscess with enteric content was found, [the surgeon] described [the patient¿s] condition as having a "basically frozen abdomen" due to adhesions caused by the barrage of abdominal surgeries. [The patient] suffered a prolonged hospitalization course, with much of it spent intubated in a comatose-like state in the ICU being treated for and recovering from multiple recurrent complications, including abdominal compartment syndrome and chronic perforation. It was further alleged that the patient ¿was relegated to a wheelchair, was forced to re-learn how to walk, and has never fully regained mobility, is unable to perform certain exercises, carry or lift heavier items, or maintain the same position for long periods of time, whether it be standing or sitting.¿ the patient suffers from recurrent swelling and experiences sharp, stabbing pain at the sides of the surgical incision. The patient has also suffered from abdominal pain, nausea, and vomiting necessitating multiple ER visits. The patient has been diagnosed with depression and ptsd and the patient¿s therapeutic and psychiatric treatment for these conditions is ongoing.

Manufacturer narrative:
Based on the current information provided, the cause of the staple line leak is unknown. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Advanced stapler logs show the instrument was installed on the system 7 times and fired 7 reloads (1 green, followed by 6 blue). On each installation, the first clamp was successful. On installation 1, the firing was completed with 3 pauses for compression. On installations 2 and 6, the firings were completed with 1 pause for compression on each. On installations 3-5, and 7, the firings were completed with no pauses for compression on each. There were no errors related to this instrument, per the logs. There were no stapler related errors in the system logs. Section d10: the reload color associated with the staple line leak cannot be determined from the legal complaint. The sureform 60 instrument (part number: 480460) was used with both green (part number: 48360g) and blue (48360b) sureform 60 reloads. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Section e reflects the address of the user facility where the surgery was performed. The user facility is not the report source for the event. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.